Event description:
The patient was admitted to the ER for asystole. High pacing lead impedance was observed. The capture thresholds increased. Chest x-ray was inconclusive. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.